Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was part of the (B)(6): the subject was enrolled in the (B)(6) on (B)(6) 2014. The target limb was the right side and a type a dissection was noted following treatment with the evercross. Post dilatation was utilized to treat the dissection. Final angiogram revealed brisk flow into the infrapopliteal vessels.